Event description:
It was reported that, during an uterine ablation procedure, the physician received temperature errors with four catheters. A fifth device was used to complete the procedure with no adverse patient consequences. The procedure was extended 30-45 minutes. General anesthesia was used during the procedure.